Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero extension set was cracked the following information was received by the initial reporter with the following verbatim it was reported by the customer that leaking below the hub towards the extension set and for cracking is occurring.

Manufacturer narrative:
Two samples of mz9277 were received for evaluation. Inspection of the samples indicate that there are cracks in the body of the maxzero connectors. The customer compliant of leakage was confirmed. The investigation was forward to manufacturing for further evaluation. Upon evaluation of the damage, it was determined that the sample was already in use when the product damage was identified, and therefore the damage can not be associated with a manufacturing issue. Additional information from the customer was provided for the antiseptic used on the connectors to clean them before connection. The customer stated that they use a "prevantics," cleaner on the luers connections and allow them to dry for 5 seconds before connection according to the product specified use. Based on the information provided, the root cause for the cracking of the maxzero connector body is unknown. A device history record review for model: mz9277, lot number: 25045437 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.